Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma".

Event description:
Patient reported "seroma". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, d6a, d6b, h6.

Event description:
Device has been explanted.